Event description:
On (B)(6) 2010, the patient's husband reported that while he was trying to insert a new cartridge of insulin into the patient's insulin infusion device, insulin spilled out of the top into the cartridge chamber. He stated the tubing was not attached to the cartridge. He was educated on the proper 'change cartridge' procedure. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device, cartridge and adapter were replaced and requested to be returned for evaluation.